Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: control unit has discoloration; switch box has a scratch; air/water cylinder has no color; scope cylinder has no color; air/water cylinder has foreign objects; plug unit has a scratch; air/water tube has foreign objects; light guide lens has a crack; distal end is shaved; due to annual inspection, parts must be replaced; adhesive around objective lens has wear;and inside of light guide lens has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The device evis exera iii duodenovideoscope was returned to olympus for evaluation. There was no complaint received from the end-user. The evaluation found that the air/water tube inside the light guide lens had foreign material. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is likely the lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.